Event description:
A customer contacted global technical services (gts) reporting a system error 2240 (air in set) during dwell 2 of 5 on the home choice (hc) and a solution bag was loose. The caregiver (cg) stated there were air bubbles in the drain line and the supply line. The technical service representative (tsr) advised the cg to end the therapy. The cg stated the hp would do manuals to complete therapy. The tsr advised the cg to dispose of all current supplies used. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) is confirmed because the customer reported that supply bag fell to the floor and disconnected. Bag disconnection during therapy is a known cause of the se 2240 alarm. This issue is being investigated through CAPA.